Event description:
Advanced bionics was notified that the recipient's device was explanted. The recipient was reportedly reimplanted with another cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record noted no anomalies. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.